Event description:
Customer was discharged from the hospital on (B)(6) 2018.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl. Ketone level was large and was considered as being dangerous by a healthcare provider. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous insulin. Elevated bg/ketones were resolved. At the time of the report, customer had not been discharged. Contact alleged pump was not delivering insulin. System check with tandem technical support (cts) found air bubbles in the infusion set tubing. Although multiple attempts were made by cts to obtain discharged date, contact did not reply.